Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+3.5/079 (sphere/cylinder/axis) in the patient's left eye (os). The reporter indicated the patient experienced a refractive surprise and the lens remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.